Event description:
A report was received that the patients ipg was no longer inoperable. The patient underwent an ipg replacement and was doing great postoperatively.

Manufacturer narrative:
Sc-1140 (sn: (B)(4)). Device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patients ipg was no longer inoperable. The patient underwent an ipg replacement and was doing great postoperatively.